Manufacturer narrative:
The impella device was not received from the customer as it continues to support the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that they encountered placement signal issues, false alarm and the patient had ventricular tachycardia (vt) during impella 5.5 support. The patient had continuous vt during support which required shock and an amiodarone intravenous drip. Additionally, it was reported that the patient had persistent suction alarms and placement signal (ps) low alarms. Manual cuff pressures consistently read 77/62/66. Impella ps had been decreasing over time and then read as low as 32/27/29. The pump had been in for 41 days. No change in hemodynamics and the team further discussed inaccurate aorta sensor. Ao placement was off and the team believed there was a sensor drift and inaccurate ao sensor. An echocardiogram showed the impella 5 centimeters in mid ventricular space. Support continued and the patient remained stable.

Manufacturer narrative:
B5 clinical narrative updated. Section d4 catalog number was corrected.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the left axillary/subclavian artery in a 68-year-old male patient presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. During the procedure, there were persistent suction alarms/placement signal low alarms. Manual cuff pressures read 77/62/66. The impella placement signal had been decreasing and read as low as 32/27/29. The alarms were most likely due to a sensor drift. . While the patient was in the intensive care unit (ICU), there was a placement signal not reliable (psnr) alarm. In addition, the patient experienced multiple episodes of ventricular tachycardia (vt) that required defibrillation. The impella position was reassessed with a point of care ultrasound (pocus). Amiodarone and dobutamine drips were started. More than three months after insertion, the impella was removed with a bridge to a transplant. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 4.6l/min as intended. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position. It was later published in a journal that after 32 days of support, a left ventricular assist device (lvad) implantation revealed a large mural thrombi in the ascending aorta with damaged aortic valve leaflets, which was repaired with a stitch. The patient had an uneventful recovery and was discharged from the hospital 21 days post-lvad. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
Clinical details report that there were persistent suction and ps low alarms. Data logs were reviewed and the reports were confirmed. The product was not returned for investigation. Based on the patterns noted in data log review, the cause of the optical signal issue and suction alarms was determined to be optical sensor wear. Clinical details report intermittent but reoccurring ventricular tachycardia throughout support. The injury was treated with shocks, medication adjustment, and pump repositioning. The root cause of the injury was unable to be determined due to insufficient clinical details. The device passed all post-sterile inspection checks.

Manufacturer narrative:
Additional information has been provided in d6b, including further detail regarding [explantation month, explantation day, explantation year]. Additional information provided in h6: h6: updated codes based on the results of the investigation. The cause of the optical signal issue and suction alarms was determined to be optical sensor wear. The pump was on its 41st day of operation, within the 60 day design life. The root cause of the injury was unable to be determined due to insufficient clinical details.